Manufacturer narrative:
Review of the system logs found no errors occurred during the procedure that would be related to the reported event. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: endoscope plus 30 degree, fenestrated bipolar forceps, mega suturecut needle driver, monopolar curved scissors, tip-up fenestrated grasper, vessel sealer extend, suction irrigator, sureform 60 stapler with white reloads. A site history review shows no complaints have been reported for any of these products. A device history record (DHR) review for the device(s) used during the procedure showed no related non-conformances were identified. A review of the sureform 60 stapler log found that the instrument was installed five times and fired 5 white reloads. There were no incomplete clamps or unclamps by this instrument and all firings were completed. There were no stapler related errors in the logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had morbid obesity with a bmi of 74 and underwent a gastric bypass with hiatal hernia repair. Details on how the procedure was performed, and which instruments were used at the anastomosis were not provided. No intraoperative issues were reported. The patient returned one week later and was found to have a leak. The location of the leak was identified at the jejunojejunostomy (jj) site. The patient subsequently coded and died. When they died and the events that led to the death are not provided. The cause of death is not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that the patient underwent a da vinci-assisted roux-en-y gastric bypass and hiatal hernia repair. The procedure was described as challenging due to the patient¿s weight; however, there were no specific complications reported and the procedure was completed without any da vinci system or instrument issues. The intuitive clinical sales representative was later informed by the surgeon that one-week postoperative, the patient was hospitalized for unspecified symptoms. An open laparotomy was performed where a leak was identified at the jejunojejunostomy (jj) anastomosis. At an unspecified time, the patient reportedly coded due to postoperative complications and expired approximately 2 weeks after the initial robotic surgery. No further details were provided. Additional information was requested; a response has not been received.